Event description:
The facility reported a colleague infusion pump with a malfunction of "channel a goes out of it's position". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "channel a goes out of it's position" was confirmed during product evaluation. The root cause of the reported problem was determined to be dirty plastic prisms. Appropriate action was taken to correct the reported problem by replacing the pump head module. Should additional information be received, a follow-up medwatch will be submitted.